Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that due to the patients anatomy and condition of thoracic outlet syndrome (tos) the right atrial (ra) and right ventricular (rv) leads were removed. The patients implantable pulse generator (ipg) system was re-implanted on the right side utilizing new right atrial and right ventricular leads and using the original ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.